Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month from primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2108058: 120 items manufactured and released on (B)(6) 2021. Expiration date: 2026-09-06. No anomalies found related to the problem. To date, 106 items of the same lot have been sold without any similar reported event in the period of review. Additional component involved: liner: mpact 01.32.3241hcat hooded pe hc liner ø32/d (k132879) lot. 2218086: 20 items manufactured and released on (B)(6) 2022. Expiration date: 2027-09-08. No anomalies found related to the problem. To date, 16 items of the same lot have been sold without any similar reported event in the period of review.